Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was damaged when advancing the catheter to the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 4.00 x 48mm stent delivery system, catheter was returned for analysis, the following attributes were examined: an examination of the crimped stent identified mid-section stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was damaged when advancing the catheter to the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported.